Event description:
It was reported that the control-iq algorithm decreased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was a level that was displayed as ¿low¿; however, a specific value was not provided and the customer was unable to provide a meter bg reading at the time of the event. As a result of the decreased basal delivery and customer consuming carbohydrates due to false low bg, customer's bg rose to over 900 mg/dl, with high ketones a healthcare provider identified as life threatening. Customer went to the emergency room (ER) and was subsequently hospitalized. Customer was treated with intravenous fluids of saline and insulin and was released from the hospital with the issue resolved on (B)(6) 2025. Additionally, the customer took medications that were known to effect cgm values. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.